Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for noise oversensing of the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.